Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. Caller stated that the customer was found dead in residence. Caller stated that the customer's infusion set cannula was kinked, never penetrated the skin and the insulin was absorbed by the adhesive pad and the insulin pump did not alarm to notify the customer that it was a blockage. Nothing further was reported.